Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related MDR 3025141-2025-00479.

Event description:
It was reported that the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was not able to remove the broken piece and there was left in the patient body. There was no reported delay in surgery and it was reported the patient remained stable.